Manufacturer narrative:
G4:29apr2021. B4:29apr2021. H11:b5: it was reported to philips that the device had a battery failure alarm and the customer wanted to replace due to the age. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to the age of the battery. The fse replaced the battery to resolve the reported issue. The device passed performance verification testing. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 04feb2021.

Event description:
It was reported to philips that the device had a battery failure alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.